Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the reported inflation issue was confirmed. Based on the visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that using a radial artery access approach during a procedure of the mildly calcified, mildly tortuous, de novo mid left anterior descending (lad) artery, the 2.50 x 8 mm nc trek balloon dilatation catheter (bdc) could not be inflated. It was noted that an indeflator was being used and the connections were verified to be tight without issue. The contrast dilution ratio used was 1:5. A different device was used. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant product: inflation: indeflator. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.